Event description:
It was reported that during a follow-up visit high impedance was observed during an office visit. The device was then programmed to 1ma. It was reported that there is no known history of patient manipulation or trauma that would have contributed to the high impedance. An x-ray was received by the manufacturer. During review it was noted that in the portion of the lead that could be visualized there did not appear to be any obvious lead discontinuities. However it was noted that a large portion of the lead could not visualized. Therefore it could not be determined if strain relief was present per labeling. Additionally, due to the quality of the image and the angle of the generator it could not be determined if the lead pin was fully inserted. The presence of a micro-fracture in the lead cannot be ruled out. The physician was unsure if a vns lead and generator replacement would be pursued since the patient was a possible candidate for resective surgery. Lead and generator replacement surgery is not known to have occurred to date.

Event description:
On (B)(6) 2015, during review of the patient's programming history it was found that on (B)(6) 2013 system diagnostics were performed and resulted in output=limit/lead impedance=high/dcdc=7/eri=no. The nurse practitioner was notified of the high impedance.